Event description:
Customer reported via phone call that they are seeing the rainbow image on the screen. Customer states that the blood glucose reading was 378 mg/dl during bolus. Customer states that the blood glucose readings were high and there was a display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.